Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg), however, a specific bg value was not provided. Reportedly, the customer treated the low bg with a glucose tablet. Although requested, the customer declined troubleshooting and declined to provide additional information.